Event description:
N/a.

Manufacturer narrative:
Mayfield infinity skull clamp (a1114a) was returned for evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit needed new components added to replaced worn internal parts. The reported complaint was confirmed. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2012).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the torque screw of an infinity skull clamp (a1114a) would not lock. There was no patient involvement as the issue was discovered during routine maintenance and not used during a case.